Event description:
It was reported via voluntary medwatch that the patient presented with low out-of-range pacing impedance exhibited on the right atrial (ra) lead. The ra lead was explanted and replaced. There were no patient consequences.